Event description:
It was reported that patient presented in the ER 5 days post-implant, after receiving a patient notification for high, out of range high voltage lead impedance. In-clinic impedance measurements for vectors including the svc coil could not be obtained. The svc coil was programmed off and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.